Event description:
At the end of the case it was reported that the footpedal kept spinning. The doctor said the device was shorting out when he took his foot the pedal. Not patient or user injury reported.

Manufacturer narrative:
The device was returned for evaluation. The complaint of shorted footswitch could not be reproduced. Footswitch passed all functional tests. All functions perform as expected. Footswitch cord appears to have had a cart or something heavy rolled across it and damaged insulation and ground shield. There are many kinks and some of the insulation has been torn, exposing the internal wiring. Even though the unit passed functional testing there is a possibility that if the cord became wet or if cord was severely kinked it could short out the internal wiring. Shorted wiring can cause the mdu motor to engage or cause errors. The cord should be replaced as a preventive measure.